Event description:
It was reported that cartridge did not fully snap into pump, and caller experienced difficulty loading cartridge. There was no reported impact to the customer¿s blood glucose level. Caller inspected pump and pneumatic tap area for damage or debris as instructed, found cartridge o-ring not in place, used new cartridge, followed on-screen instructions, ensured cartridge clicked into place, and successfully completed load process and resumed insulin therapy with guidance from technical support.